Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose in the range of 40mg/dl. Customer declined troubleshoot for low blood glucose. Customer states that they received alert for lost sensor signal or transmitter did not blink when it was connected with sensor. Product will not be return for analysis.